Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec and its electronic records downloaded for analysis. Through analysis of the electronic records, ventec was able to confirm that the reported unexpected shut down did occur. During testing, however, ventec was unable to duplicate the reported issue. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).